Event description:
It was reported that the catheter peeled. The target vessel stenosis was located in the left iliac. An opticross catheter was selected for use. During leg angiogram, the device was prepped accordingly and inserted into the patient where images were taken. When the device was removed, the monorail system was basically ripped. A new catheter of the same type had to be opened to take the final images. The procedure was completed with a different device. No patient complications were reported. The patient is fine.